Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter. The loop of the lasso catheter got trapped around its shaft and was difficult to remove. During a paroxysmal af ablation procedure, the loop of the lasso catheter got trapped around its shaft. Some difficulty was encountered to get the catheter back to its normal shape, due to an abnormal response to diameter expansion/reduction command. Catheter was finally retrieved from the heart in order to give it back its normal shape. There was surgery delay of 5 minutes and the procedure was successfully completed. No patient consequences. Additional information: the loop of the catheter was not stuck/jammed in full contracted position, expansion/contraction of the loop diameter was possible but as the lasso was retrieved from the heart of the patient, it was noticed that the response to expansion/contraction of the loop was unusual (the shape of the loop was not perfectly circular). The knob/piston was unable to be turned and/or pushed up and down. It was difficult to untrap the loop of the catheter from its own shape and due to this unusual shape of the lasso, there was some resistance encountered when trying to pull it back in the sheath. Just the slight change of shape (not perfectly circular) when expanding/retracting the diameter of the loop. The sheath used was a sjm, swartz sl0 8.5fr. The medical device entrapment is MDR-reportable as excessive manipulation was required.

Manufacturer narrative:
On 27-sep-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter. The loop of the lasso catheter got trapped around its shaft and was difficult to remove. During a paroxysmal af ablation procedure, the loop of the lasso catheter got trapped around its shaft. Some difficulty was encountered to get the catheter back to its normal shape, due to an abnormal response to diameter expansion/reduction command. Catheter was finally retrieved from the heart in order to give it back its normal shape. There was surgery delay of 5 minutes and the procedure was successfully completed. No patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the lasso catheter. Deflection and contraction tests were performed and the catheter passed deflection but contraction did fail. Due to the condition observed in the loop, it means the puller wire was found wrapped around the nitinol. A manufacturing record evaluation was performed for the finished device [30315652l] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).